Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and uterine haemorrhage ("abnoprmal uterine bleeding") in a 43-year-old female patient who had essure (batch no. C91772, c06526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure being twisted in my tube.". The patient's concurrent conditions included normal electroencephalogram and tiredness. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral )). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, back pain and musculoskeletal pain had resolved and the dysmenorrhoea, depression, anxiety, nausea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, musculoskeletal pain, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the contralateral tubal ostia revealing four coils of the device within the uterine cavity on the left and three coils within the uterine cavity on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that device successfully occlude then total bilateral occlusion concerning the injuries reported in this case the following event one/ones were described in patients/medical record: , fatigue, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. New reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Product indication added. Explanted date updated. Lab data was added. Concomitant condition added. Following event: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, lower back pain, shoulder pain, essure being twisted in my tube added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and uterine haemorrhage ("abnoprmal uterine bleeding") in a 43-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure being twisted in my tube.". The patient's concurrent conditions included body mass index normal and tiredness. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral )). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, back pain and musculoskeletal pain had resolved and the dysmenorrhoea, depression, anxiety, nausea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, musculoskeletal pain, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the contralateral tubal ostia revealing four coils of the device within the uterine cavity on the left and three coils within the uterine cavity on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that device successfully occlude then total bilateral occlusion . Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: , fatigue, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Lot number c06526 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent total laparoscopic with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that device successfully occlude. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.